Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer stated the sensor had inaccurate readings and customer¿s blood glucose was 150 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer stated receiving two cal errors then got a change sensor error. Troubleshooting determined that the sensor may be malfunctioning. The customer was advised to change the site. The insulin pump will not be returned for analysis.